Event description:
Patient presented to the physician with pain at the ipg site. Physician administered steroid injections into the chest incision site.

Event description:
Patient presented back to the physician with continued pain at the chest incision site. Physician brought the patient into the operating room, explanted the ipg and sensing lead, and a portion of the stimulation lead, and closed.